Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 8. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling and inflammation. No further patient complications were reported.